Event description:
The customer reported bellavista1000 us having alarm 388 - "no o2 dosing possible"/ 271 - o2 supply fail - no o2 dosing possible prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, field service representative vyaire field service representative(fsr) evaluated the device onsite, took the logs and sent them to ts (technical support) for evaluation. The inspiratory block was replaced and found that it was missing the metal ring around the inspiratory block port. It was replaced but the unit was getting 401 code (inspiration valve/device leaky). The fsr tried re-sitting the inspiratory block with no success. The fsr got assistance on the insp block 401 error and the unit was put back together with the 401 cleared. Base unit test and all calibrations were performed. The unit passed and is good for service. The software on the unit was updated as well. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical technical support went onsite to verify the reported issue. The root cause was determined due to insp block - o2 pressure limiter. O2 pressure regulator output pressure overshoot at low flow rates (<1 lpm) at o2 supply pressure between 3.2 and 4 bar. This is a known manufacturing quality issues (restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing / non-linear coil windings / use of too much grease) of the imi pressure regulators. New alarm criterion avoiding triggering of alarm 388 in such low-flow conditions implemented since software v6.0.1600.0. Initiated new inspiratory block replacement.